Event description:
Healthcare professional reported via nbir right side "failed implant". Device has been explanted. Healthcare professional additionally reported right side deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as surgical damage. Additional observations: ¿ white particles observed on the surface of the shell.

Event description:
Healthcare professional faxed a device tracking form that defined the complaint as right side "failed implant". Device has been explanted. Healthcare professional reported new information of a deflation for the right implant.